Event description:
It was reported the insulin pump was alarming an error and insulin was squirting out during manual prime. The customer was disconnected during prime process. The piston continues to move forward after reservoir contact. No numbers appeared on the screen, no beeps heard. The drive support cap did not appear damaged. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to be prime due to protruded/loose drive support disk. No error alarms were noted. The insulin pump had scratched display window and a cracked reservoir tube lip.